Event description:
Transfer device did not work. Blood cultures were being transferred and the needle from the transfer device got stuck in the blood culture bottle. Unable to use that culture bottle.